Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis broken into 2 sections. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 24.3cm distal from the distal end of the strain relief. Multiple severe hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. A 0.014" guidewire was loaded into the wire lumen before inflation test. Due to the break and separation of the hypotube connecting the inflation device to the hub would not have inflated the balloon. Therefore, inflation was carried out by connecting an encore hand held inflation device and a touhy directly to the distal section of the device at the break site on the hypotube. The device was inflated and the balloon and stent expanded at 16atm with no issue. A vacuum was pulled, and the balloon deflated in 13 seconds, which is within deflation time. No other issues were identified during the product analysis.

Event description:
Reportable based on additional information received on (B)(6) 2019. It was reported that crossing difficulty was encountered, shaft kink and failure to inflate occurred. The target lesion was located in a coronary artery. A 3.50 x 38 synergy drug-eluting stent was advanced; however, it had difficulty in crossing the lesion area. It was then noted that the shaft was kinked and was difficult to inflate. The procedure was completed with another 3.50 x 38 synergy drug-eluting stent. There were no patient complications reported. However, additional information received confirmed that the hypotube broke 24.3cm from the distal strain relief, when the device was being advanced to the lesion.